Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently deleted a personal profile. Tandem technical support assisted in recreating the profile and advised customer to consult their healthcare provider regarding settings adjustments. Customer's blood glucose level was 184 mg/dl.